Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The peritonitis was manifested by abdominal pain. On an unknown date, the patient was hospitalized for the event. On an unknown date, the patient began treatment with gentamicin (dose, frequency, route, and duration were unknown) and vancomycin (dose, frequency, route, and duration were unknown) for peritonitis. On an unknown date in the month after the event onset, dianeal therapy was discontinued (current dialysis modality was not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. Treatment with gentamicin and vancomycin was ongoing. No additional information is available.